Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020. ø36+9 humeral cup and ø36 glenosphere were removed and replaced by ø40+6 humeral cup and ø40 glenosphere. A previous revision surgery occurred (B)(6) 2020 during which the surgeon also increased the high of the humeral cup. Primary surgery occurred (B)(6) 2019.